Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was beeping for out of range shock impedance >125 ohms. Further testing in the clinic confirmed shock impedance was 45-65 ohms. A boston scientific crm technical services (ts) consultant discussed that perhaps the setscrew involving the right ventricular (rv) defibrillation lead may not be fully tightened. It was later reported that the physician reopened the pocket and discovered he had not tightened the defibrillation negative setscrew. The pin fell out of the device when it was removed from the pocket. The setscrew was tightened and the device and lead were functioning appropriately. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.